Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the two devices were each returned with original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned for either device. Both actuators are in the pre-t1/post-t2 position. Both needle assemblies are bent. Bio debris is present. A functional evaluation was performed on the returned device and found one device cycles as intended the other device sticks at the tip of the needle when cycled. The failure to cycle have been determined to be related to the reported event a review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the t2 of two fast-fix 360 did not triggered. The t1 was removed from the patient. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.